Event description:
It was reported per field service report: pump was on pt. Symptom - system error 3 (1) when "on" pressed. The pump was exchanged off the pt. Findings/action taken: confirmed. Found +54 volts @ = 2 volts. Replaced power supply.

Manufacturer narrative:
(B)(4). Device will not be returned for evaluation.